Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received, it was reported that a xience xpedition 3.0x23mm was deployed. After post dilation, an edge dissection was observed. An additional xience xpedition 3.0x23mm was deployed to cover the lesion. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a heavily calcified, mildly tortuous and 90% stenosis left anterior descending artery. A xience xpedition 3.0x48mm was successfully deployed. Post dilation was performed with a 12mm nc traveler at 18 atmospheres. However, after post dilation, an edge dissection was observed at the distal end of the stent. An additional xience xpedition 3.0x23mm was deployed for treatment. There was no clinically significant delay in the procedure. No additional information was provided.